Event description:
The complainant reported that the clinicians unsuccessfully attempted to infuse a female patient through a pasv port that had been previously placed for therapeutic purposes (date of implantation unknown). The clinicians then performed a dye study which confirmed that a break had occurred. The break was found at the device valve area where the small male portion of the pre-attached port housing fits into the female catheter. The clinicians removed the broken device from the patient and successfully implanted another device in the patient. There was no indication from the complainant of any adverse affect to the patient as a result of the reported malfunction.